Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message codes "error 44" and "error 45". The complainant indicated that there was no patient involvement in the reported failure.